Event description:
It was reported that during set-up for a procedure conducted at the user facility the device had a knob pop off. The device was being tightened down onto an instrument to be navigated when the event happened. The device was not used after discovering the knob had fell off. No patient involvement or procedural delays were reported to have taken place.

Event description:
It was reported that during set-up for a procedure conducted at the user facility the device had a knob pop off. The device was being tightened down onto an instrument to be navigated when the event happened. The device was not used after discovering the knob had fell off. No patient involvement or procedural delays were reported to have taken place.